Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior fusion at l4-5 using rhbmp-2/acs with plif spacer. Following the patient¿s surgery, the patient developed severe bilateral pain in his lower extremities and lower back. The patient underwent additional imaging. A CT dated (B)(6) 2008 demonstrated that the patient had developed narrowing of the disc space at l5-s1 and anterior osteophyte formation. Subsequent MRI¿s on (B)(6) 2008 and (B)(6) 2008 confirmed these findings. The patient required additional surgery for placement of a spinal cord stimulator in (B)(6) 2009. The patient has never recovered from the surgery and she has daily, disabling pain that prevents her from performing many basic activities of daily living.